Manufacturer narrative:
(B)(4). Batch number: p57k45. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was the device ever activated? If so, did the device lock-out and could not be fired (no staples deployed and no cut line started)? Was the device closed on tissue? If so, was the device able to be released from the tissue and how? Did the jaws of the device eventually open?

Event description:
It is alleged that the jaws of the device would not open. The device was loaded and jaws were closed. The device was placed through the trocar. Then, the surgeon could not open the jaws of the device.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No was the device ever activated? No was the device closed on tissue? No the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. Batch number: p57k45. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.